Event description:
The advocate called on behalf of a (B)(6) customer. She stated that he tested his blood glucose and received a reading of 26 mmol/l using his contour meter. He retested using another meter and received a reading of 1.6 mmol/l. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.